Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up when post paced t wave oversensing was observed on a stored electrogram. The physician decided not to implement any suggested programming changes since no new oversensing episodes had been observed. The patient was asymptomatic.